Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery fault on charger) has been confirmed. The cause for the battery faults is an insufficient solder connection where the black wire connects to the battery cell. The root cause for the insufficient solder connection cannot be positively identified but is likely assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery pack was blinking red when placed in the charger. The pt was issued a replacement battery pack.